Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side broken device and later confirmed left side rupture and capsular contracture, baker grade I. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side broken device and later confirmed left side rupture and capsular contracture, baker grade I. Device has been explanted and replaced with a non-abbvie device.